Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 322 mg/dl. The customer's blood glucose level went up to 499 mg/dl. He had a diabetic ketoacidosis. The customer was administered insulin drip. He was wearing his insulin pump at the time of the emergency room visit. The insulin pump was not delivering insulin when he was reconnected to the insulin pump. The customer received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.